Event description:
It was reported by a third party biomedical technician that the customer's device was displaying a "call service" message and had an error code logged in the readiness indicator indicating a potentially critical failure. There were no reports of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and verified the reported condition; however, the component root cause of the reported failure was not be determined.